Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure device had a burning smell during use. The user opened the device and found a black substance in the blower and surrounding area. The user states he has a cough, sore throat and chest pains related to device use. The manufacturer requested the return of the device and all accessories for evaluation. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.